Event description:
The customer reported that the down button on her insulin pump was not working. She was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 196 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to flattened dome switch on down arrow button. Insulin pump had a cracked reservoir tube lip and minor scratches on display window noted during visual inspection.